Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer received motor position encoder error. The customer's blood glucose level was 200mg/dl. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced. The customer declined to receive replacement and states they would be looking into upgrading pump.